Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per the information obtained from the customer, reprocessing was conducted in accordance with instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the reported event occurred prior to an unspecified procedure.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had poor insufflation. The device was returned for evaluation. During the device evaluation, a foreign material was found inside the nozzle that seems to be fibers from a cleaning brush. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found suction cylinder had no color; switch 3 was damaged; switch 2 had a pinhole; indication on grip was unclear; scope connector case unit had corrosion due to water leakage; scope connector cover unit had corrosion due to water leakage; due to nozzle clogging, amount of water contact does not meet the standard value; plastic distal end cover was deformed; the nozzle was clogged; objective lens had a crack; adhesive on bending section cover was detached; connecting tube had a cut; universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.